Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-2111 image appeared to be cloudy. The hospital did not report any pt effects. The product is returning. The reporter does not have any info on procedure outcome or product sterilization and usage.

Manufacturer narrative:
Investigation: visual inspection revealed that the coating on the black eye piece had been peeled off. There appeared to be a gap between the eye piece and the scope shaft. Sent to (B)(6) on (B)(6) 2010 - complaint confirmed. Eye piece damage most likely due to processing device in a manner inconsistent with labeling. No defect in material or workmanship noted. Device otherwise shows normal wear and tear. Internal file number - (B)(4).